Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of anterior & posterior colporrhaphy, vaginal paravaginal repair, vaginal enterocele repair, bilateral extraperitoneal sacrospinous colopexy; laparoscopic bilateral salpingo-oophorectomy, laparoscopic lysis of adhesions and cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary and bowel problems, bleeding and dyspareunia. It was reported that the patient underwent explant on (B)(6) 2012 due to mesh erosion. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.